Manufacturer narrative:
Unit received with compromised force sensor alarm during displacement test due to excessive axial play. Unable to verify motor error alarm. Unable to perform displacement test due to compromised force sensor alarm.

Event description:
Customer's mother reported via phone call that the insulin pump had button not responding. The blood glucose at the time of the incident was 137 mg/dl. The device will be returned for analysis.